Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken. It was also noted that the upper case was broken, the battery release was sticky, side bail covers were sticky, the heart block and the lead flex cover were contaminated, the ring cover, ring and display screw were missing, the main printed circuit board (pcb) was out of specification with a broken connector, the battery drawer was contaminated, and the board connector cable was contaminated. (B)(4).

Event description:
The device was returned to the manufacturer for repair of damage after the unit was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.